Event description:
The customer reported the ventilator runs on internal battery all the time. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer (fse) verified the problem and found that the power cord is bad and not charging battery or powering the ventilator. Fse is ordering a replacement right angle cord. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer received the power cord and installed it. The verified problem was now resolved. The battery is now charging. Cleaned and returned to service.